Event description:
Account states that upon removal by the physician, the jp wound drain into two pieces. The physician had to return the pt surgery to remove the part of the drain still inside the pt.